Event description:
The customer reported that the cine function was not working properly. Resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. A quote was issued to the customer for the repair. No conclusion can be drawn as further repair information is unavailable at this time.